Manufacturer narrative:
(B)(4). The screws were returned for evaluation. Upon visual evaluation, the complaint was confirmed as there is no outer label on the outer packaging. The most likely cause of the missing label was determined to be human error during the labeling process. According to the evaluation, there are no other complaints for this part/ lot combination. Therefore, this is determined to be an isolated event. According to the evaluation, the inner screw cassette contains the label tabby that has the part and lot information; therefore, traceability of the part is maintained. Additionally, the instructions for use contains all other pertinent information including the parts are intended for single use. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported that "one pack of 95-6105 (screws) is without english label, so they cannot be sold in (B)(6)." There are no patients or surgeries associated with this file.